Event description:
It was reported that during the implant attempt, there was difficulty with both repositioning the lead and extending the helix. It was suspected that there was tissue on the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.